Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: additional device information unknown / not provided. D6: d6a. If implanted, unknown. D6b. If explanted, unknown. G4: premarket identification unknown / not provided . H4: device manufacturer date unknown / not provided. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported the implant broke inside patient¿s mouth. It broke at the level of the bridge.